Manufacturer narrative:
Continuation of d11: product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 377745 lot# v013485 serial# implanted: 2006 (B)(6) explanted: 2018 (B)(6) product type lead product ID 377745 lot# v012069 serial# implanted: 2006 (B)(6) explanted: 2018 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the reason the neurostimulator (ins) was replaced was because the patient was unhappy with the old device and wanted a newer system. No further complications were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 377745, lot# v013485, implanted: (B)(6) 2006, product type lead. Product ID 377745, lot# v012069, implanted: (B)(6) 2006, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 377745, serial/lot #: (B)(4), ubd: 10-oct-2010, UDI#: (B)(4); product ID: 377745, serial/lot #: (B)(4), ubd: 11-sep-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the they were seeing an empty battery image on the patient programmer (pp). The rep couldn¿t describe whether the battery issue was the pp or the ins. The rep then used the pp again and pp connected with the ins and both the ins and pp image showed ¾ battery full. It was suspected the pp image of empty battery might have been the pp battery. The patient was using alkaline batteries in the pp. No further complications were reported. Follow-up with the manufacturer representative (rep) indicated that the patient was scheduled for a possible lead revision and ins replacement on (B)(6). There were no further complication reported or anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID 97740, serial# (B)(4), product type: programmer. Patient product ID: 377745, lot# v013485, implanted: (B)(6) 2006, explanted: (B)(6)2018, product type: lead. Product ID: 377745, lot# v012069, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient¿s system was explanted and re-implanted with an entirely new system. The rep reported that this was done on (B)(6) 2018. The patient was happy with her new devices. No further complications were reported.